Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, it was reported by the patient's parent that the pediatric patient experienced no audio output. The patient experienced hypoglycemia with symptoms such as being lethargic, eyes rolling back, and he was very weak. The dexcom device did not alert for hypoglycemia. The blood glucose reading was 20 mg/dl. The parents treated the patient with a half glucagon injection of 0.5 mg. At the time of the report the patient was feeling good. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.